Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller tried using different wall adapters and ensured the pump was plugged in for 30 minutes, but the charging connection was not recognized. The customer did not have a different charging cable to try, so customer technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and planned a follow-up.